Event description:
It was reported the system was having poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the reported problem. System operates as intended.